Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event and treated with injections of reflin (1 gram, once daily, intraperitoneally), fortum (1 gram, once daily, intraperitoneally), and heparin sucrose octasulfate (frequency and dose not reported). The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.